Manufacturer narrative:
Additional attempts to the nurse have been made with no additional information provided. This MDR includes all event information received to date. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A nurse called to request assistance in disconnecting a patient from therapy 5 minutes early. The nurse did not provide the rationale for early disconnect but reported the patient was in the hospital. No information on the hospitalization was provided.